Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5098063. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The patient had a skin reaction that was described as inflamed, itchy, scarred and producing pus at the insertion site. They stated that they could feel their skin reacting the sensor in less than 24 hours and takes at least a month for their skin to fully heal. There was no documentation of medical intervention. This is being reported due to the allegation of scarring. No additional patient or event information is available.